Event description:
A report that the patient's precision system was explanted due to infection was received. The location of the infection was around the ipg pocket site. The symptoms were redness around the pocket site. The patient was prescribed antibiotics and is reportedly doing well following the explant.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluations, as they were discarded by the medical facility.